Manufacturer narrative:
The cause of the reported event is unk, however user handling cannot be excluded as a potential cause of the event. The esg-100 instruction manual states, "user-related error prevention: warning: improper use. The safety and effectiveness of electrosurgical interventions depends not only on the design of the equipment used, but also to a major extent on factors which are under the control of the user. It is therefore extremely important to read, understand and follow the instructions supplied with the electrosurgical unit and the accessories in order to ensure safety and effectiveness." Olympus america, inc. (Oai) was made aware of this report by the original equipment MFR (OEM) on (B)(6) 2012, on an event which occurred outside of the united states. Oai is filing this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.

Event description:
The customer carried out endoscopic submucosal resection (emr) with the subject device esg-100 and a sd-210u-15 snare. The setting was forced coagulation 2 and output was 20w. After emr, the pt reportedly felt pain. The users monitored the pt condition and it was considered that a perforation may have occurred. The status of the pt is not known.